Manufacturer narrative:
This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD), initially implanted in the united states however while vacationing in europe, received inappropriate shock therapy. The patient sought medical attention; the data was reviewed by boston scientific's technical services at which time it was suggested the patient follow-up with their primary physician for a possible system revision due to the observation of oversensing, low amplitudes and a period of identifiable cardiac activity. The s-ICD remains in service. No adverse patient effects were reported due to the shocks received.